Event description:
During the device evaluation, the cysto nephro videoscope, the bending section distal end and sheath adhesive were found to be detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed detached device bending section and sheath adhesive could not be determined, however, the issues were likely the result component failure due to excessive force, repetitive use stress and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.